Event description:
Related manufacturer report number: 2017865-2022-48170. It was reported that a patient presented with both atrial and right ventricular (rv) leads dislodged. During lead revision, the physician noted that both the atrial and rv lead helices were unable to be retracted. The physician elected to explant and replace both the atrial and rv leads. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. X-ray examination found the helix stretched/bent and overtorque of the inner coil at the connector region consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix stretched/bent and clogged with dried blood/tissue and overtorque of the inner coil.